Event description:
Treatment of an aneurysm. It was reported the proximal end of the pipeline was not fully opened during deployment. While inserting a balloon to open the device further, the pipeline was opened. No patient injury reported.

Manufacturer narrative:
Update on patient condition: I was reported 2 days post procedure, the patient has right hemisphere cerebrovascular accident (cva). The patient then later underwent dialysis for end state renal failure. Afterward, the patient was transferred to rehab with improving at discharge. (B)(4).

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).